Event description:
It was reported that before using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, customer saw a foreign matter in the tube. This event occurred 1 time and no report of adverse or injury.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-nov-2023. H.6. Investigation summary: bd received seven (7) samples and three (3) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify an exact root cause for the indicated failure mode. However, there has been increased awareness for cleanliness and reduction of foreign matter in the plant. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, customer saw a foreign matter in the tube. This event occurred 1 time and no report of adverse or injury.